Event description:
Patient reported rupture and capsular contracture, baker grade unknown. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Patient reported left side rupture, discomfort, inflammation, some folds, and "contracture" (baker grade unknown). Device remains implanted.

Event description:
Patient reported, left side rupture. Discomfort, inflammation, some folds and "contracture" (baker grade unknown). The device remains implanted.